Event description:
The event is reported as: complaint alleges: it was reported that during the surgery the doctor used the hem-o-lok to deal with the branch of pulmonary artery blood vessels; the blood vessel was broken when using the first clip. Additional info received: the clip locked around the vessel, then the blood vessel was broken, but it didn't slip off or break off. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A device history record (DHR) review did not show issues related to complaint.